Event description:
It was reported that the patient lifted something and felt their device move and then it was sticking out of their chest. The patient stated they had it checked by a physician. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.